Event description:
It is reported while lifting an important weight pt experienced brutal pain. X-ray done three days later showed broken prosthesis at junction.

Event description:
It is reported while lifting an important weight pt experienced brutal pain. X-ray done three days later showed broken prosthesis at junction.